Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump kept receiving replace battery now alarm even after changing the battery and clears the alarm. The insulin pump did not receive a low battery alert prior to receiving the low battery alarm. It was also reported that the insulin pump received a failed battery troubleshooting was not completed and the insulin pump is not returning. The customer's blood sugar is unknown.